Event description:
N/a.

Manufacturer narrative:
Trackwise ID#: (B)(4). The device was returned to the factory for evaluation on 06/14/2024. A photograph was provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of blood was observed. The c-ring was observed to be intact with no visual defects observed. The cradle arms were observed to be close together. An investigation was conducted on 06/26/2024. A visual inspection was conducted. Both the harvesting device and cannula was returned for evaluation. Signs of clinical use and evidence of blood was observed on both devices. There were no visual defects observed on the intact harvesting device jaws or heater wire. The cannula handle was observed to be intact. The c-ring was observed to be intact with no melting observed on the c-ring. The tips of the c-ring were observed to be intact and not melted together. Based on the photographic evaluation as well as the evaluation results, the reported failure "melted- c-ring" was not confirmed. The lot #3000394750 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Manufacturer narrative:
Trackwise # (B)(4). Corrected section: h1 - type of reportable event from "malfunction" to " serious injury"; h6 - medical device ¿ problem code from "1384" to "1385".

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 ¿plastic clear cradle¿ that normally is circular shaped with an opening at one end that helps protect the vein during dissection became enclosed. The two tips of the cradle were stuck together, and harvester was unable to remove the vein from the cradle mid-thigh. Another harvester had to open the patient¿s leg to manually free the device and vein. An additional incision had to be made. Endoscopic vessel harvesting was stopped at this time and open technique was used to continue performing the saphenous vein removal necessary for the fem pop procedure. A portion of the saphenous vein could still be used. There was no procedure delay. No apparent harm was done to the vein or the patient. Photo provided by complainant shows the c-ring inside patient that appears to be melted.

Event description:
The hospital reported that during an endoscopic vessel harvesting procedure, vasoview hemopro 2 ¿plastic clear cradle¿ that normally is circular shaped with an opening at one end that helps protect the vein during dissection became enclosed. The two tips of the cradle were stuck together, and harvester was unable to remove the vein from the cradle mid-thigh. Another harvester had to open the patient¿s leg to manually free the device and vein. An additional incision had to be made. Endoscopic vessel harvesting was stopped at this time and open technique was used to continue performing the saphenous vein removal necessary for the fem pop procedure. There was no procedure delay. No apparent harm was done to the vein or the patient.

Manufacturer narrative:
Tw ID#(B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.